Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high had low blood glucose events. Customer also reported damage to the insulin pump reservoir tube lip and they wer unable to lock the reservoir securely, and the act button was hard to press. Customer had a low and high blood glucose reading of 54 mg/dl to 280 mg/dl and no form of treatment was reported. No high and low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.